Event description:
It was reported that the pump motor stalled and the home health nurse ¿forced a motor stall recovery by programming the pump.¿ it was unknown if the stall was related to an MRI or not. The drug being delivered by the pump was unknown. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).